Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer received pump reset information and assistance from technical support, successfully reset the pump, and was able to continue using it. No recurrence of the malfunction was reported, and the customer was advised to call back if any issues arose again.